Manufacturer narrative:
A photograph of the device was submitted showing the sealant flared over the balloon. However, without return of a physical device, the reported failure could not be investigated or confirmed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported to the aci sales professional that a patient underwent a peripheral intervention on (B)(4) 2011 in which mynx was used for femoral artery closure following the procedure. The physician who deployed the device was a trained user of mynx. Access was obtained via a 7f sheath. There was no report of a femoral angiogram taken pre-procedure to assess suitability of closure. The patient was anticoagulated with an unknown number of units of heparin peri-procedure. It was reported that as the physician pulled back the balloon to the arteriotomy, the balloon pulled through. The patient was converted to manual compression where hemostasis was successfully achieved. The patient tolerated the procedure well and reportedly remained in the hospital overnight and was discharged the next day per hospital protocol for interventional procedures.